Event description:
The following information was reported by the customer's attorney: on or about (B)(6), 2009, the plaintiff was correctly using the minimed insulin pump with a lot 8, model mmt-397 medtronic paradigm quick-set infusion sets, when she failed to receive the correct dose of insulin to manage her diabetic condition. Consequently, the plaintiff was hospitalized each time for acute onset of diabetic ketoacidosis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.